Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).

Event description:
A gas leak was reported before surgery had begun. No patient was involved and no other personnel were reported to have been exposed. Additional information has been requested.